Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called and stated that she had a right knee revision on (B)(6) 2017 due to the implant coming apart again. She stated that she is not experiencing any pain or symptoms after the revision.

Manufacturer narrative:
The unknown device reported was found to be competitor devices therefore, this report is being canceled.

Event description:
Patient called and stated that she had a right knee revision on (B)(6) 2017 due to the implant coming apart again. She stated that she is not experiencing any pain or symptoms after the revision. (B)(6) 2018: after review of medical records it was discovered that this patients' primary and revision devices were competitor product. Therefore, this record will be canceled.